Event description:
It was reported by the field clinical representative that an explant alert was received for this pacemaker. Device evaluation revealed a magnet rate of 90 with less than three months to explant. The patient expressed a desire for device replacement and lacked understanding of the current device status. Technical services (ts) explained that this behavior can occur and that battery status may temporarily recover, although the device will likely reach explant status again within days to weeks. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that the premature battery depletion was observed on latitude. However, elective replacement indicator (eri) was not displayed on the programmer at the time. Technical services information was provided to the physician. No device replacement occurred.